Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than what is considered to be normal explant/surgery damage. The lead was returned in two segments. Dried body fluid was noted in the helix housing which is normal for active fixation leads. There was tissue noted on the coil and tip insulation as well as residual calcification noted on the coil. The coils were deformed in a few places. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was experiencing ventricular episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the right ventricular (rv) lead channel which resulted in oversensing and an inappropriate electric shock. It was also noted that the pacing lead impedance (pli) measurements was greater than 3000 ohms and the shock lead impedance (sli) measurement was greater than 200 ohms. This patient went to the emergency room (ER). Ts recommended that tachy therapy be turned off and lead be evaluated in clinic. Patient was not pacing dependent. A lead revision procedure has been scheduled. No additional adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information received, this lead was explanted due to fracture. Another rv lead was successfully placed. No additional adverse patient effects were reported. According to additional information received, this patient experienced discomfort and pain. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was experiencing ventricular episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the right ventricular (rv) lead channel which resulted in oversensing and an inappropriate electric shock. It was also noted that the pacing lead impedance (pli) measurements was greater than 3000 ohms and the shock lead impedance (sli) measurement was greater than 200 ohms. This patient went to the emergency room (ER). Ts recommended that tachy therapy be turned off and lead be evaluated in clinic. Patient was not pacing dependent. A lead revision procedure has been scheduled. No additional adverse patient effects were reported. Currently, this rv lead remains in service.

Event description:
It was reported that this patient was experiencing ventricular episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the right ventricular (rv) lead channel which resulted in oversensing and an inappropriate electric shock. It was also noted that the pacing lead impedance (pli) measurements was greater than 3000 ohms and the shock lead impedance (sli) measurement was greater than 200 ohms. This patient went to the emergency room (ER). Ts recommended that tachy therapy be turned off and lead be evaluated in clinic. Patient was not pacing dependent. A lead revision procedure has been scheduled. No additional adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information received, this lead was explanted due to fracture. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was experiencing ventricular episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the right ventricular (rv) lead channel which resulted in oversensing and an inappropriate electric shock. It was also noted that the pacing lead impedance (pli) measurements was greater than 3000 ohms and the shock lead impedance (sli) measurement was greater than 200 ohms. This patient went to the emergency room (ER). Ts recommended that tachy therapy be turned off and lead be evaluated in clinic. Patient was not pacing dependent. A lead revision procedure has been scheduled. No additional adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information received, this lead was explanted due to fracture. Another rv lead was successfully placed. No additional adverse patient effects were reported. According to additional information received, this patient experienced discomfort and pain. No additional adverse patient effects were reported.